Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the pt underwent an anterior lumbar interbody fusion and a posterior spinal fusion. Radiographs taken on eleven days post-op showed a loss of internal fixation and fracture of the posterior plate. Thirteen days post-op, the pt underwent a revision surgery where the plate was removed, and posterior pedicle screw instrumentation was placed. Thirteen days after the revision surgery, the pt presented with pain and gait disturbance. Radiographs taken showed satisfactory fixation of the lumbar spine. The pt's medical records indicate a possible diagnosis of sepsis with possible urinary tract infection, however, a final diagnosis was not in the records provided.